Event description:
It was reported that the hook of the fast-fix 360 broke while being opened. It is unknown whether the event happened during surgery, if there was patient involvement or if there was a back-up device available, however, no delay or further complications were reported.

Manufacturer narrative:
H6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with a length of cut suture and no implants. There is biological debris on the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. B5 was corrected.

Event description:
It was reported that, during an arthroscopy, sparks and smoke came out of the procise coblator wand¿s tip electrode. Surgery was completed without delay, using a back-up device instead. No patient injury or further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4)